Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape or up buttons response due to corroded keypad traces. No frozen screen or display anomaly noted. Unable to verify time clock anomaly or battery out of limit alarm due to no escape or up button response. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.